Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 months post implant of this mitral annuloplasty ring, the patient had severe mitral regurgitation caused by a significant deterioration of the mitral repair and a very redundant anterior leaflet. The device was explanted and replaced with a bioprosthetic valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.